Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide lot number for each product involved on the two procedures (open case and robotic case. Unfortunately, they do not know the lot #s for the sutures used in the open and robotic cases. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic hernia repair case procedure on (B)(6) 2025 and a barbed suture was used. The surgeon said the suture split in half while closing the fascia using a robotic instrument and had to redo the fascial closure. In an open case, surgeon said the barbed edges stripped her gloves and she could feel the abrasive nature off suture on the tissue. Procedures were completed without any surgical delay. No adverse patient consequences were reported. Additional information was requested I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.